Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. Device had cracked all corners of display window, cracked reservoir tube lip, cracked battery tube threads and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error during a bolus attempt and the buttons were not responding. Blood glucose value was 403 mg/dl; customer had not treated. The customer had been off the insulin pump for an hour and a half. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.